Event description:
It was reported that the patient presented in-clinic for a follow up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise leading to oversensing. No programming changes were made. Patient will continue to be monitored. The patient was stable.